Event description:
The cordis clinical study registry in another country, brought this report to our attention that a type a dissection occurred during a percutaneous coronary intervention and was treated by implantation of another stent. The procedure was being conducted on a patient, and the target vessel was the proximal left anterior descending coronary artery. Two stents were intended to treat the de novo irregular, angulated, eccentric lesion with moderate calcification and a type b2 calcification. After implantation of the first stent, a type a dissection occurred and was treated by implantation of another cypher stent.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.